Manufacturer narrative:
Study report. Eval summary: no device malfunction was reported. Cerebral hemorrhage and death are possible adverse events associated with carotid stenting as stated in xact instructions for use. This is possible even when the product functions normally. A root cause for the cerebral hemorrhage could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: intracranial hemorrhage: herniation. Time of ae: post procedure. It was reported that 7 hours post uneventful, xact stent implantation in the left internal carotid artery, in 2009, the pt had a change in mental status. CT scan of the brain done the same day, showed extensive intracranial hemorrhage with herniation. Hemorrhage involved the left frontal lobe, a portion of the left temporal lobe, a portion of the left parietal lobe, the left basal ganglia and subinsular region. There was diffuse extensive intraventricular, subarachnoid, and subdural hemorrhage. The pt died the next day. The pt received bivalirudin 58.9 mg for anticoagulation during the procedure and was taking aspirin 325 mg and plavix 75 mg before and after the procedure. Though requested no additional info was provided.